Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a pump that stopped infusing and displayed failure code 12:323. This problem was identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.